Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.

Manufacturer narrative:
Corrected fields are d10 concommitant, e1 event site state, e1 event site telephone, e3 occupation, h6 type of investigation, h6 component and h11. Updated fields are b4, g3, g6, h2. User called regarding gas loss alarm. By the time the esp personnel had called back, user had identified a loose connection and tightened it. She reported that the pump was functioning normally after she pressed start.